Event description:
It was reported that before use of the bd 3ml syringe with bd twinpak the nurse noticed a foreign substance inside of the syringe. The following information was provided by the initial reporter: "one of our ER nurses noticed a foreign substance in the syringe she was about to use on a patient. So far, this is an isolated incident, however we are still in the process of examining the rest of our stock throughout the hospital."

Manufacturer narrative:
Investigation summary: three photos and one used 3ml syringe with twinpak and an open blister package were received. The sample was visually evaluated. The package was confirmed to be from batch #9024649 (p/n 303391). The syringe had unidentified clear liquid residue throughout the fluid path. The syringe barrel was observed to have four brown foreign matter particles, larger than level 3 in size, embedded in the barrel wall. A few smaller particles were also observed. The barrel was confirmed to be from mold c-240 cavity 75. The embedded foreign matter the size observed is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch 9024649 is considered in compliance with our product specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 3ml syringe with bd twinpak the nurse noticed a foreign substance inside of the syringe. The following information was provided by the initial reporter: "one of our ER nurses noticed a foreign substance in the syringe she was about to use on a patient. So far, this is an isolated incident, however we are still in the process of examining the rest of our stock throughout the hospital."